Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mildly tortuous and non-calcified superficial femoral artery. A 6x200mm, 150cm ranger balloon catheter was advanced for dilation. During the procedure, the balloon burst before it was inflated to rated burst pressure. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The balloon could not be inflated due to a perforation in the shaft of the device. An examination of the balloon material identified no issues. A visual examination found no damage to the tip or markerbands of the device. A visual and tactile examination found the shaft of the device to be severely kinked more than one location. A leak test identified a leak in the shaft of the device at the site of one of the kinks. No other issues were identified with the device.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mildly tortuous and non-calcified superficial femoral artery. A 6x200mm, 150cm ranger balloon catheter was advanced for dilation. During the procedure, the balloon burst before it was inflated to rated burst pressure. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.